Event description:
It was reported that during a hand assisted colon procedure, the protector ripped. They replaced a competitive product to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/06/2008. Info anticipated, but unavailable at this time.